Manufacturer narrative:
A supplemental MDR is being submitted based on additional information provided via medical records. The following sections of this report have been updated: b5: (describe event or problem), h6 (device code correction - removed paravalvular leak), and h10 (provide narrative/data).

Event description:
Upon review of medical records, at 7 years and 5 months the patient presented with worsening fatigue and dyspnea and found to have severe bioprosthetic aortic valve regurgitation per echocardiogram. Overall, the patient has severe symptomatic aortic regurgitation. An echo (tee) revealed severe aortic insufficiency (ai) with a central (intravalvular) jet. After discussion and given the patient's age and comorbidities, it is recommended that the patient undergo a tavr in tavr. A 26mm sapien 3 ultra resilia valve was implanted via right transfemoral approach. Post deployment, the valve was noted to be well seated, and there was no evidence of perivalvular insufficiency on echocardiography. The peak/mean transvalvular gradients are 16mmhg/7mmhg and calculated valve area was 2.6cm2. Hemostasis was achieved and the patient was in stable condition and transferred for postoperative care. There were no complications. The patient was discharged post-operative day one.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the central regurgitation post implantation was confirmed based on medical record review. The available information suggests patient factors (hypothyroidism, valvular sclerosis) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through an edwards field clinical specialist, approximately 7 years and 3 months a 2nd 26mm sapien 3 ultra resilia valve was successfully implanted in a 29mm sapien 3 valve due to central aortic insufficiency. There were no procedure complications reported. Upon review of medical records (patient procedural plan), an echo (tte) at 7 years and 1 month revealed a normal lvef, concentric lvh, abnormal diastolic dysfunction (dd), severely bi-atrial dilation with normal right ventricular dimensions with normal systolic function. An echo (tee) revealed moderate severe aortic insufficiency (ai). The ai jet is central (intravalvular). There was significant aliasing through the tavr likely represents severe paravalvular leak; however, cannot rule out membranous ventricular septal defect (vsd). The paravalvular leak has increased from mild to severe compared to a prior exam and at 3 years to the most recent echo. A CT revealed that the prosthesis appears well circularized and well apposed to the annulus.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the valve remains implanted in the patient.